Manufacturer narrative:
The reported complaint of insufficient heat seal is confirmed. Conmed received two 139112ext in unopened original packaging. The lot number was confirmed. A visual inspection was performed and there were no obvious signs of abnormalities or defects. The devices were functionally tested which found that one of the two devices failed dye leak testing and the sterile barrier was breached. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two year lot history review was conducted and found one(1) other similar complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 65 complaints, regarding 202 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 139112ext, ultraclean 4in. Blade electrode, extended insulation, for a possible insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This will be reported as a malfunction with potential for injury upon reoccurrence.